Manufacturer narrative:
Other, other text: returned device was received in good physical condition however, the air detector sensor was damaged and the battery door was missing. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified. The air detector sensor was the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air in line alarm. The issue was discovered during testing and there was no patient involvement.